Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie opened but was not recognized by the computer. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had no pocket in the spot. A field service engineer checked the station and ran diagnostics. The row board cable was reseated, and diagnostics were run again. The unit was then shut down, and the flat flex cable was replaced. After rebooting, the fse ran diagnostics and tested the system. The customer confirmed that recovery was successful. The system functioned as intended after the field service engineer repaired the device.